Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax hand control overheated and became hot in the surgeon's hand. There was no reported delay in the procedure and no patient or staff injuries were reported.

Manufacturer narrative:
Device investigation narrative - a service replacement powermax elite motor drive unit, part number 72200616s, was received on april 13, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of the device and no damage was observed. Complaint of overheating could not be confirmed. A functional evaluation was conducted at rotational speeds ranging from 100-10,000 rpms for 10 minutes with no evidence of overheating. The device passed functional tests on multiple control units including dyonics power, dii and dii eip control units activated with and without a footswitch. The current draw from the device was measured to be within acceptable range. The root cause of this event could not be determined with confidence as no product deficiencies were identified during product evaluation. Factors which could have resulted in heating of the hand piece include application of a high lateral load against the blade assembly which can result in abrasive contact between the non-rotational sleeve and rotating blade assembly necessitating a higher current draw from the control unit. A review of the manufacturing records show this device was released to distribution as a service replacement on or about october 6, 2015.